Event description:
On (B)(6) 2013, I had the birth control procedure essure done in my doctor's office and have had serious complications ever since. I have severe internal inflammation on almost a daily basis, extreme fatigue, tachycardia, hypertension and fibromyalgia. That is just a few of the medical problems that I now live with due to essure. I have never had any of these problems prior to have the procedure. My life has been dramatically affected. I have 7 children that depend on me to love, nurture, comfort and take care of and that has been compromised due to essure. I now have a rheumatologist, cardiology and many more doctors that are a part of my life due to essure. I was a healthy (B)(6) woman who ran 15 miles a week and weight trained five days a week. Now I am barely able to climb out of bed. My immune system has been compromised so significantly that my rheumatologist wants me to take immune suppressants and anti-malaria drugs. I want to advise other women of the risks involved with this procedure. I wish I never would have gone through with getting essure put into my body. I was completely healthy and full of life until essure. I feel so alone going through this painful time in my life. I try to describe how painful it is to breathe to my husband due to the severity of my internal inflammation, but who could truly understand unless you experience it yourself? I have countless medical documentation to support everything I have said.